Event description:
Patient suffered ventricular fibrillation in cardiac o.r. After intubation and central line placement, but prior to surgery. Acls protocol was initiated. The defibrilattor failed to effectively discharge with a delay of 3-5 minutes. All attempts to resuscitate the patient were unsuccessful. Evaluation of the defibrillator, by the dept. Of biomedical engineering, noted the cause of the malfunction (no discharge) to be due to a bent connector pin on the paddle set and a recessed contact on the corresponding socket of the connection cable assembly. The paddle set and the connection cable assembly have been replaced by biomedical engineering dept. The unit was tested and found to operate within manufacturer specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: cable, charger, defibrillator paddles. Conclusion: device failed during assembly, device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.